Manufacturer narrative:
(B)(4). On an unreported date, the patient¿s peritoneal effluent was clear, the course of antibiotics was complete, the peritonitis was resolved, and the patient was recovered from the event. Should additional relevant information become available, a follow-up will be submitted.

Manufacturer narrative:
(B)(4). The device was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a patient experienced peritonitis coincident with peritoneal dialysis (pd) therapy. The cause of the peritonitis was unknown. It was unknown if the patient was hospitalized for the event. On an unreported date, the patient was treated with injection reflin (1gm, frequency, duration and route not reported), injection fortum (1gm, frequency, duration and route not reported) and oral flucon (150mg, once a day, duration not reported) for the event. It was unknown if the patient had recovered from the event. No additional information is available.